Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the device was connected to the unknown right ventricular (rv) lead and no pacing was provided. It was determined the rv lead was programmed to unipolar configuration and the device has an initial setting in bipolar configuration. There was a temporary pacing lead being used, therefore, there was no asystole. The device was programmed to unipolar configuration and rv pacing was confirmed. No adverse patient effects were reported.